Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon placement of the 14fr peel-away sheath, the distal flow became sluggish, and a distal reperfusion sheath to proactively prevent limb ischemia. The physician did not want to attempt to use a repositioning sheath and opted to leave the introducer in place. The impella support level was turned to p-7 and the patient was sent to the unit on impella mcs. The patient was reported to be in stable condition following the event. Support continued for an additional four days before being successfully weaned, and the device explanted with a survived outcome.